Event description:
Additional information was received on 10/3/2025: it has been confirmed that the patient underwent revision surgery on (B)(6) 2025, during which all implants were explanted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event. Per dfu-0189-eo revision 7: 10. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/18/2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry experienced a dislocation. The patient presented to the clinic for the 9-week follow-up visit and reported frequent instability, stating that the shoulder would dislocate and could be self-relocated. Radiographs taken in the office appeared normal. A left revision open reverse shoulder arthroplasty is scheduled for (B)(6) 2025. The event has been associated with the univers revers apex implant, which was originally placed on (B)(6) 2025. Additional information received on 9/24/2025: the patient was implanted on (B)(6) 2025 with an ar-9501-05p arthrex univers revers humeral stem, an ar-9564-2436-lat arthrex univers revers glenosphere, an ar-9560-24-4 arthrex univers revers baseplate, an ar-9502f-33cpc arthrex univers revers suturecup, and an ar-9503-3336-6 univers revers combo humeral insert.